Event description:
It was reported that the customer administered a bolus but did not eat the appropriate amount of carbohydrates that were entered into the bolus menu. The customer's blood glucose (bg) level subsequently decreased to 50 mg/dl. Customer consumed honey to address bg. Reportedly, ambulance was called, however, no treatment was provided as customer bg level was stable. Additionally, it was reported the pump touchscreen was cracked and unresponsive.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Manufacturer narrative:
H6: removed 1135, 1559; added 2993, 3221. It was reported that the customer administered a bolus but did not eat the appropriate amount of carbohydrates that were entered into the bolus menu. The customer's blood glucose (bg) level subsequently decreased to 50 mg/dl. Customer consumed honey to address bg. Reportedly, ambulance was called, however, no treatment was provided as customer bg level was stable. H6: removed 1135, 1559; added 2993, 3221. It was reported that the customer administered a bolus but did not eat the appropriate amount of carbohydrates that were entered into the bolus menu. The customer's blood glucose (bg) level subsequently decreased to 50 mg/dl. Customer consumed honey to address bg. Reportedly, ambulance was called, however, no treatment was provided as customer bg level was stable.